Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was intermittently undersensing. It was additionally noted that it did not appear to be affecting device detection or therapy. The lead remains in use. No patient complications have been reported as a result of this event.